Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue persisted. The monitor was then replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The computer was returned for analysis but analysis had not concluded at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system had a black bar down the middle of the screen. It would happen in different tasks of the software and is a couple of inches thick. Additional information was received. The representative noted that after he replaced the computer the issue continued. The ent application did not have the black bar on the scree, it was only in administrator and dicom q/r. Fiddling with the cable connections on the monitor caused the screen to go fuzzy and then the black line would return.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735675, serial/lot #: (B)(4); product ID: 9734477, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The monitor for the navigation system was returned to the manufacturer for evaluation. Testing found that a white vertical line would appear in the middle of the screen intermittently during testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the computer boots normally to the application screen. The installed programs start and run normally. No fault found. If information is provided in the future, a supplemental report will be issued.